Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition of device; the spiral blade aiming arm was received intact. The device shows mild wear with one or two nick marks along the length of the device despite length of use. The titanium spiral blade, spiral blade inserter, spiral blade aiming arm, and spiral blade coupling screw are devices routinely used in the titanium cannulated humeral nail system technique guide and the titanium solid humeral nail system technique guide. A drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. The device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. The returned spiral blade coupling screw shows mild wear in addition to several hammer marks at the proximal end of the device. A drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. No product issue was identified in the complaint description or noted upon examination. The returned titanium spiral blade shows several scratches and scuff marks along the length of the device consistent with attempted insertion. The device was returned and reported to have been incapable of being advanced down a guide wire during surgery. This condition is unconfirmed; the cannula of the spiral blade appears to be unobstructed. It is likely that a bend in the guide wire or some other intraoperative obstruction prevented the spiral blade from advancing down the wire. A drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The bend in the guide wire led to this unconfirmed complaint for the spiral blade; however, this complaint is not a result of any design related deficiency. No product issue was identified in the complaint or noted upon examination of the returned spiral blade inserter, spiral blade aiming arm, or spiral blade coupling screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported when using the blade from a humeral nail, the surgeon assembled the blade and aiming arm and began insertion, but the blade would not advance down the wire. An alternate blade was available and used without difficulty. There was a five minute delay while the alternate blade was assembled. There was no harm to the patient, outcome reported as fine. This is report 1 of 2 for (B)(4).